Manufacturer narrative:
An event of retraction problem and material deformation was reported. The returned delivery system was received with deformation damage on the valve capsule. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information and cine review, the cause for the reported retraction problem and material deformation could not be determined. An unexpected medical intervention was a result of case specific circumstances, as an undesired implant was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, at 80 percent deployment, the valve was in a higher position and while recapturing it was unable to be recaptured. On fluoroscopy, two deformities were observed on the valve capsule. The ds was pulled into the descending aorta, and an attempt was made to recapture it, but the recapture was unsuccessful. It was decided to deploy in the subrenal position and a 26mm, non-abbott valve was able to be implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, at 80 percent deployment, the valve was in a higher position and while recapturing it was unable to be recaptured. On fluoroscopy, two deformities were observed on the valve capsule. The ds was pulled into the descending aorta, and an attempt was made to recapture it, but the recapture was unsuccessful. It was decided to deploy in the subrenal position and a 26mm, non-abbott valve was able to be implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient's status was unknown.